Manufacturer narrative:
H6: investigation summary. A device history record review was completed for provided lot number 200934. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, a picture sample was returned for evaluation by our quality engineer team. Through examination of the picture, a red particle was observed within the medication vial. Taking into account the preventive measures and controls in place during cannula manufacturing, the coring effect is unlikely a result of poor or insufficient de-burring of the cannula. As part of the cannula inspection process, visual examination for point conditions, flashes, cleanliness, clogging, and crashed cannula is performed, in addition to measurements and penetration tests. The stopper conditions and the handling of the product cannot be excluded from playing a role in the coring effect. The needle should penetrate the stopper at a 90º angle to minimize the risk of catching the internal wall of the vial stopper. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had foreign matter. The following information was provided by the initial reporter: a rubber particle was formed when customer punctured a rubber cap with the bd blunt needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that ndle 18ga 1-1/2in blt fill nc tw shld had foreign matter. The following information was provided by the initial reporter: a rubber particle was formed when customer punctured a rubber cap with the bd blunt needle.